Event description:
It was reported by the customer's father, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was 250mg/dl or higher. The customer's father, was not sure if the customer treated with manual injections or the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.